Event description:
It was reported the um201 was used during a laparoscopic left oophorectomy. It was reported the surgical resident sounded the uterus to 8cm using the sound from the um201 kit and did not use the spacer tab. Upon initial entry cavity the surgeon noticed white tip of device protruding through the fundus of the uterus. The surgeon retracted the device and placed the spacer tab on it. The device was re-entered into the fundus. There was bleeding and it was controlled with surgicel. 7/18/97 it was reported the surgeon did not repair the fundus. Only the bleeding was controlled and the procedure continued.

Manufacturer narrative:
Tracking #.43872. Device not returned for analysis.